Event description:
A customer contacted baxter's technical svc ctr regarding a leak in the drain line during primary therpay on the home choice device. The caller needed to replace the cassette and needed to know how to reload. The svc rep assisted the home pt to cycle the power of the device and open the door to load a new cassette. Per the initila rpeort, the svc ctr assisted the customer in evaluating and resolving the issue during the initial contact. No pt injury or medical intervention was inidicated at the time of this initial report.